Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2010-00462 for info related to the bard composix l/p ellipse mesh implanted on (B)(6) 2009.

Event description:
Attorney reported: on (B)(6) 2007, pt underwent surgery to repair an incisional hernia. A composix kugel hernia patch was used to repair the hernia. On (B)(6) 2009, pt underwent surgery to repair an incisional hernia. A bard composix l/p ellipse mesh was used to repair the hernia. As a result of using the composix kugel hernia patch and composix l/p mesh, pt was caused to suffer severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by pt, was due to the hernia patches.